Event description:
A patient underwent a cranial procedure involving an extremely large tumor at the base of the skull. There was a large pocket of cerebral fluid within the cavity. The kryptonite product was used to reconstruct the area with a large bone flap. The bone flap edges and burr holes were filled with kryptonite bone cement. A revision was performed due to the development of an infection. While revising the site, it was noted that the kryptonite cement was not as hard as expected. The surgeon noted that the material was not putty like, but a "very hard clay". The bone flap was secured with hardware.

Manufacturer narrative:
Several factors may have contributed to this event. It may have been an unrelated complication of surgery. The factors that may have played a role in creating an infection; include but are not limited to: surgical procedure, improperly sterilized surgical instruments and/or wound site, personnel or device. Kryptonite bone cement is contraindicated for "use in currently infected or surgical site located near an infection" and "use in patients with a recent untreated infection". Infections are also noted as possible complications within the product labeling. The observed material consistency, 'very hard clay', is likely the result of the excessive cerebral fluid noted by the surgeon during the initial surgery. The product instructions clearly state surgical wound area must be dry for best performance of the product. No documentation within the DHR was found that would indicate a nonconformance to specification that could have contributed to this event. If additional information becomes available, it will be submitted in a supplemental report.